Event description:
It was reported that one (1) basal/bolus infusor over-infused during patient use at the hospital. According to the report, the device actually infused in 10 hours; however, it is unknown what the expected infusion duration was. The device was connected via an implantable port (access site unknown). There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: the reported complaint incident for overinfusion was not confirmed. The sample evaluation did not confirm the reported condition. The device performed as expected. The flow rates were within specification range. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.